Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "the depo they have me because my tubes didnt close all the way". Concomitant products included estradiol (estrogen) and medroxyprogesterone acetate (depo provera). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("I bled for 13 months") and underwent suture insertion ("I had issue with couple of stitches"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and suture insertion outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and suture insertion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Case becomes incident due to surgery. Event added- pain, I had issue with couple of stitches. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.